Manufacturer narrative:
Rpn- ult8.5-38-25-p-5s-cldm-tong-050399. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact, leakage occurred from the catheter's hub area. There were no injuries.